Manufacturer narrative:
The pod was received fully deployed. The patient history buffer was inspected and the algorithm acted as expected to respective estimated glucose values from the continuous glucose monitor. The soft cannula was observed to be kinked and torn at the cross drill. The timing and cause of this damage is unknown. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s906usqs9gzb4. Hardware: sm-s906u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Analysis of the returned device revealed that the cannula was kinked and torn at the cross-drill. It was reported that the patient¿s blood glucose level rose above 400 mg/dl while wearing the pod on the leg between 4 and 24 hours. No information regarding treatment was provided.